Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked; there was liquid on the blue clamp on the infusion line. This was observed when the nurse removed docetaxel from the bag to set up the pump for infusion. The nurse then noticed the liquid came from the line where it was clamped. A kelly clamp was used to clamp the line above the leak and the docetaxel medication was removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.